Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on 04-jun-2024 and 07-jun-2024. The patient noticed symptoms within three or more hours of insertion. The infusion set had been in use for less than 24 hours. Insertion site was abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was noticed 160 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.